Event description:
Patient participated in a study for the product chronos strip on (B)(6) 2011. Patient was implanted with 100 mm x 25 mm x 3 mm chronos strip using 8cc bone marrow aspirate and 60cc local bone. Patient was also implanted with matrix implant at l3-l4 and l4-l5. Post operatively, on (B)(6) 2012, patient presented with worsening lower back pain, bilateral buttocks, bilateral legs, bilateral numbness in feet, and pain in sacrum. This report is for an unknown matrix screw. This is 4 of 15 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.